Event description:
Patient reported "rupture and biocell recalled device". Later healthcare professional reported "rupture and capsular contracture baker grade iii/IV" of a non-(B)(6) device. This record is for the left side. Device was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt: 1761,1924. Device: 1546, 1420. Ref: mw5187638.